Event description:
Lapra-ty clips were used on the vaginal cuff during a laparoscopic hysterectomy. Attending dr noted that the vaginal cuff did not seem to be healing post operatively. At post-op day 90 he saw a lapra-ty clip in the vagina. He was able to manually remove it with no surgery required. He noted that the cuff was still not healing and cauterized the cuff in the office.